Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the reservoir had big air bubbles and a piece of plastic of the reservoir. Customer's blood glucose level was 110 mg/dl at the time of incident. Customer stated that insulin pump was accidentally dropped and the location of damage was lip ring. Customer stated that the reservoir was able to lock in place when inserted in the insulin pump. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis while the reservoir will not be returned for analysis.